Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient didn't know how to use equipment and from what the caller could tell, the patient had never used equipment. The caller stated they tried to connect to ins but it showed "unable to communicate" it was unclear how much experience the patient had using (or attempting to use) the external equipment. Technical services asked for managing hcp and at that point, the caller wanted to put the patient on the line for further device education. Technical services reviewed to have patient call patient services during normal business hours for further assistance and then the caller ended up not providing the hcp's name. There were no patient complications reported as a result of this e vent. Additional information was received from the patient. The patient stated that the issue was due to user error and having no experience with using external equipment. The patient did state that they will have the device removed on (B)(6) 2021 due to back pain. The patient is not sure if they will get it replaced. No further complications were reported.